Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The physician reported that a patient experienced rupture of the posterior capsule. The physician injected duovisc to prevent vitreous prolapse, when posterior capsule rupture occurred. The nucleus was torn to 4 pieces. The second piece of nucleus was removed on the right-up side, and posterior capsule was torn after removal. The probe did not cut during the vitrectomy. The probe was replaced and procedure completed. Gentamycin was used on the patient for treatment.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed non-conforming. The probe needle is severely bent, approximately 90 degrees. Cut testing was performed and deemed non-conforming. Actuation testing was performed and deemed non-conforming. Aspiration testing was performed and deemed non-conforming. The probe was disassembled and the components inspected. There is approximately 20-30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is severely bent. Gouge marks observed at the bend area and several areas along the inner cutter. The actuation and aspiration tests were repeated on the disassembled probe and the actuation and aspiration tests were then found to be conforming. The initial tests were deemed non-conforming, and a retest showed the cutter was able to actuate and aspirate to its specification. Initial actuation and aspiration test failures occur sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. These tests are then considered conforming. The complaint evaluation does confirm the probe had a cut issue. The probe sample did not cut, and also, during the evaluation, the probe had an actuation and an aspiration issue. The most likely root cause for the poor performance of the probe is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. This bent needle and inner cutter condition appears to have occurred during the probe being used in surgery for approximately 20-30 minutes, but it is not known how the needle and cutter actually became bent. No specific action with regard to this complaint was taken because the reason for the bent needle and bent inner cutter cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).